Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp therapy due to post-sensed t-wave oversensing. The oversensing was observed on stored egms. Physician elected not to make programming changes. It was also noted that the patient was being treated for an unrelated health issue, and when treatment was completed, sensing returned to normal.